Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], loss of balance [balance disorder], loss of coordination [coordination abnormal], difficulty walking [gait disturbance], severe muscle spasms [muscle spasms], tingling hands, arms and feet [paraesthesia], numbness hands, arms, and feet [hypoaesthesia], burning hands, arms, and feet [burning sensation], pain in hands, arms, feet [pain in extremity], weakness in hands, arms, feet [muscular weakness], constipation, diarrhea. An attorney reported that their adult male client, now age (B)(6) years, used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive, unspecified total daily uses beginning 1993 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in loss of balance, loss of coordination, difficulty walking, severe muscle spasms, tingling and numbness in hands, arms and feet, burning and pain in hands, arms and feet, and weakness in hands, arms and feet, constipation and diarrhea. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered /not resolved. No further information was provided.